Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead both had high pacing impedance. Follow up was conducted and the leads were both explanted and replaced. No patient complications have been reported as a result of this event.